Event description:
Elderly female with history of htn (hypertension) and severe renal artery stenosis on the left. Procedure: aortogram, left renal artery stenting. The mynx balloon would not inflate/deflated. Not used on the patient, another mynx used without issues. Minor delay. Manufacturer response for device, hemostasis, vascular, mynx control (per site reporter). Will obtain.